Manufacturer narrative:
Will file a supplemental report when this information is obtained. Investigation revealed that there was no device malfunction, and the concentrator was functioning as intended. However, the concentrator did emulate the smell of cigarettes. Inogen's investigation of the device is complete. Inogen is still pending medical records for the patient and will file a supplemental report, if necessary, when investigation is completed.

Event description:
It was reported the patient experienced their unit overheating. Reportedly, there was a fire. As a result, the next day, the patient visited the doctor due to bruising. In turn, the patient received a replacement device.